Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level were 46 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with drinking orange juice and eating. The customer stated that how to remove the active insulin. The customer troubleshooting was performed for low blood glucose. Product will not be returned for analysis.